Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted and, as a result, became damaged and would no longer charge.  Physio-control was unable to determine what caused the hlc batteries to deplete. Physio also observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, a short.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.